Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of september 28, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that the device is alarming "motor fault" & "vent inop". There was no report of patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to corrupted data within the turbine interface printed circuit board assembly. The post dac or adc is isolated to an open resistor within the assembly (r 608). This issue will be internally investigated within carefusion.